Event description:
It was reported that this programmer was used for a pacemaker interrogation and the touch screen stopped responding during the measuring of the capture thresholds, impedance and amplitude. The programmer was rebooted, and the measuring was tried again, but the touch screen was still unresponsive. Subsequently, another programmer was used, and the pacemaker parameters were able to be measured. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The programmer was then subjected to additional manipulation and repeated testing to simulate the unresponsive touchscreen situation, but the programmer continued to display normal functionality throughout all tests. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile, and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that this programmer was used for a pacemaker interrogation and the touch screen stopped responding during the measuring of the capture thresholds, impedance and amplitude. The programmer was rebooted, and the measuring was tried again, but the touch screen was still unresponsive. Subsequently, another programmer was used, and the pacemaker parameters were able to be measured. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The programmer was then subjected to additional manipulation and repeated testing to simulate the unresponsive touchscreen situation, but the programmer continued to display normal functionality throughout all tests. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile, and benchtop testing was unable to reproduce the behavior.